Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced loss of telemetry during routine follow-up testing. When telemetry was re-established the model number was found to have reset from '1715' to '????.' The monitoring voltage was found to measure 4.91 volts, post elective replacement indicator (eri). The ICD was explanted. No further information is available at this time.